Event description:
The consumer's wife stated that her husband allegedly sat on the chair and both legs in the rear of the chair had cracked, causing him to fall off onto the floor. No injury alleged.